Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged.  It also noted that the rv lead exhibited no capture and some tissue on the screw. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.